Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the o-ring of the device is missing, which can cause the housing to open and exposed the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the o-ring of the device is missing, which can cause the housing to open and exposed the non-sterile battery to the surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress.

Manufacturer narrative:
The reported event, rubber gasket is coming off, was confirmed. The technician observed that the o-ring was missing from the housing. The product was scrapped by stryker.